Event description:
Customer reportedly obtained a result of 108 mg/dl on the device while the doctor's device read 61mg/dl. Customer was given food at the doctor's office. No medical treatment received. Requested return of suspect device and replacement was sent.